Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to ulceration and infection at the right inguinal puncture site. The patient was on wound treatment and antimicrobial were administered. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.